Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01399. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using smart coils and the penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached multiple smart coils in the target vessel using the handle and a non-penumbra microcatheter. However, the physician was unable to detach the last smart coil of the procedure from its pusher assembly using the handle; therefore the physician manually detached the smart coil by pulling on the pusher assembly. Consequently, the tail of the smart coil was pulled back into the parent vessel where it remained, and the procedure was completed at this point. The physician used a rotating hemostasis valve and maintained continuous flush. There was no report of an adverse effect to the patient.